Manufacturer narrative:
(B)(4).

Event description:
It was reported to the manufacturer by the end user, per the end user, "patient slid down to the floor and they found her there. Patient is not a vocal patient - unable to question her." The patient did not sustain any injuries. Complaint# (B)(4) and ra# (B)(4) were entered into our system to have the mattress and control unit returned to joerns for investigation. As of this writing, the mattress and control unit have not been returned.